Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify clock monitor frequency error alarm due to blank display. No unexpected moisture found in reservoir compartment. Insulin pump was received with minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed clock monitor frequency error twice. It seemed like there was moisture in the insulin pump. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.